Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+2.0/094 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. A week after lens was implanted, there was an intraocular pressure spike and patient was prescribed alphagan drops. To date the medication has been tapered off and lens remained implanted. The patient is happy. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.